Event description:
The customer reported that the unit had a transducer error and high volumes.

Manufacturer narrative:
The carefusion field service representative duplicated the reported problem and identified that the issue was caused by bad flow sensors. Carefusion field service discovered multiple flow sensors with build up inside the connectors and tube. In addition it was discovered that the user facility was rinsing flow sensors with tap water instead of the recommended distilled water. Carefusion reviewed the flow sensor cleaning procedure with the user facility and instructed them to rinse the flow sensors with distilled water instead of tap water. The carefusion field service representative replaced the flow sensor and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specification. Upon completion of the device was released back to the customer ready to be placed back into service.